Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the insulin pump alarmed motor error during a bolus. The blood glucose reading at the time of call was more than 400 mg/dl. Troubleshooting was performed. Ran a displacement test twice and the insulin pump failed the test. Advised the spouse that a replacement of the insulin pump will be sent and revert to back up plan. No further info was provided.